Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, they had a stapler misfire leading to a tear in the intestinal wall. In order to resolve the issue and complete the case the surgeon sutured the staple line. There was no patient injury.